Manufacturer narrative:
Additional information was received that the patient underwent scs explant procedure due to patients preference. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing worsening of pain and occasional pain in bilateral lower extremities which has been going on for four years. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17186957, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening of pain and occasional pain in bilateral lower extremities which has been going on for four years. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing worsening of pain and occasional pain in bilateral lower extremities which has been going on for four years. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing worsening of pain and occasional pain in bilateral lower extremities which has been going on for four years. The patient will undergo an explant procedure.